Event description:
This patient was referred for a prophylactic generator replacement. During replacement surgery, high impedance was observed. System diagnostics were performed 3 times and the pin was re-inserted, and high impedance was observed on all three occasions. A lead revision was not performed, the lead was left in place and the device was left off. It was stated the lead revision will occur at a later time. High impedance was not seen on the patient's previous generator, and diagnostics from that device were ok. No known surgical intervention for a lead revision has occurred to date. No other relevant information has been received to date.

Event description:
It was reported that the patient received full revision surgery. The explanted products will not be returned as the surgery location is a discard facility. No other relevant information has been received to date.